Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination around processor ic114 and connector con103. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs), alleging that their onetouch ping meter had displayed an error 2 message and was reverting to set up mode. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained by medical surveillance specialist (mss) in a follow up call. The patient reported that the alleged product issues first occurred on ¿(B)(6) 2015 at 5:00pm¿ the patient manages their diabetes with insulin (self-adjuster) and on ¿(B)(6) 2015 at 8:00pm¿ increased his dose of ¿novolog insulin, 20 units¿ as a result of the product issues. The patient stated that ¿2-3 hours¿ after the alleged product issues began he developed the symptoms of ¿hyperglycemic, shaky, sweaty and achy feet¿. On ¿(B)(6) 2015 at 8:00pm through to the following day¿ the patient reported continuous self ¿ treatment with ¿up to 80 units of insulin¿. On ¿(B)(6) 2015 at 8:30am¿ the patient reported that he obtained a result of ¿high¿ on a onetouch ultra mini. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, blood glucose results were taken from an approved sample site and the correct testing steps were carried out. There was no misuse of the subject meter, it was not the first time the meter was in use and the patient had not removed the battery. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.